Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a cavernous fistula using penumbra smart coils (smart coils), non-penumbra coils, a non-penumbra microcatheters, a non-penumbra guide catheter, a non-penumbra distal access catheter and a non-penumbra sheath. It should be noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, two smart coils and two non-penumbra coils were implanted at the target site. While attempting to advance the next smart coil past its initial position within its introducer sheath, the physician encountered resistance. The smart coil was removed from the y-connector and the physician made another attempt to advance the coil through its introducer sheath on the back table with no success. Therefore, the smart coil was not used in the procedure. The procedure was completed using three smart coils, ten non-penumbra coils, the same microcatheter, guide catheter, distal access catheter, and sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 26.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint becomes retracted through the friction lock, resistance will likely be experienced while advancing the device. During functional testing, the smart coil was unable to advance from its returned position within the introducer sheath. Therefore, the smart coil was re-sheathed properly by the penumbra investigator. The smart coil was then able to advance through its introducer sheath and a demonstration microcatheter without issue. Further evaluation of the smart coil revealed a pusher assembly kink. This kink was likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.